Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had external flash crc error and no longer turn back on. Customer¿s blood glucose was 175 mg/dl. Customer stated that insulin pump was able to rewind but got insulin pump error after rewind. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with an e15 error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test and displacement test due to e15 alarm.